Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was not operating correctly. It was indicated that the head had intermittent operation and the head failed incoming tests. The head's cable was replaced and the head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head was defective. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.